Event description:
The customer reported a cine disk not available error message and the loss of cine functionality. There is no report of pt injury.

Manufacturer narrative:
At the time of this report, no service info is available.